Manufacturer narrative:
A customer from the united states reports observation of a falsely elevated atellica im 1300 high-sensitivity troponin I (tnih) result for a patient sample using lot 096. The initial result was not reported to the physician(s). The same sample was repeated on the same atellica im instrument, and the results were lower. The same sample was repeated on an alternate atellica im instrument, and the result was lower as well. The customer stated that the quality control (qc) ran before patient samples was in range. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer reports observation of a falsely elevated atellica im 1300 high-sensitivity troponin I (tnih) result for a patient sample using lot 096. The initial result was not reported to the physician(s). The same sample was repeated on the same atellica im instrument, and the results were lower. The same sample was repeated on an alternate atellica im instrument, and the result was lower as well. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tnih patients result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00302 on nov 28, 2023. Additional information dec 13, 2023: the customer reports observation of a falsely elevated (>IFU 99th% 45 ng/l) atellica im 1300 high-sensitivity troponin I (tnih) result for a patient sample using lot 096. The initial result was not reported to the physician(s). The same sample was repeated on the same atellica im instrument, and the results were lower. The same sample was repeated on an alternate atellica im instrument, and the result was lower as well. Quality control (qc) was within expected limits. No other samples were affected. Siemens reviewed available information to evaluate for a potential product problem. The review showed no evidence of a hardware issue that impacted the delivery of tnih reagents. Service was performed on the analyzer. The customer service engineer (cse) performed the reagent probe semi-auto alignments to the incubation rings, replaced the r1 probe afterwards, checked the wash block aspirate and dispenses, cleaned the underside of wash block 2 and cleaned both ionizing fans. Precision testing on tnih post service was acceptable. No further issues have been reported. These service actions are considered normal troubleshooting for issues of this nature. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.